Manufacturer narrative:
Other relevant device(s) are: product ID: e tcf2525c49e, serial/lot #: (B)(4), ubd: 31-mar-2023, UDI#: (B)(4); product ID: etlw1616c82e, serial/lot #: (B)(4), ubd: 14-mar-2024, UDI#: (B)(4); product ID: etlw1628c93e, serial/lot #: (B)(4), ubd: 27-jun-2024, UDI#: (B)(4); product ID: etlw1616c156e, serial/lot #: (B)(4), ubd: 20-jan-2023, UDI#: (B)(4); product ID: etlw1628c124e, serial/lot #: (B)(4), ubd: 21-jan-2023, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 26-apr-2024, UDI#: (B)(4); product ID: etlw1610c124e, serial/lot #: (B)(4), ubd: 04-may-2024, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 26-apr-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of a 100mm ruptured abdominal aortic aneurysm . It was reported that prior to the implant, the patient presented emergently with an aortic aneurysm rupture that ruptured into the vena cava. The physician implanted the endurant iis bifurcate stent graft along with 8 other endurant grafts to cover the rupture. On final angiogram, an endoleak was noted. The subtype of endoleak was unclear, but the leak was evident because the vena cava had contrast in it. The physician decided at the time to stop the procedure because the patient had a lot of contrast (amount unknown) and had been under anesthesia for 6 hrs. Follow up CT from 2 days later still showed a unknown leak as the vena cava was still filling. It was reported that the following day, the endografts were explanted. No cause was provided. No additional sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was confirmed the type of endoleak was a type iii between the main body and cuff, which was caused by insufficient overlap. All 9 stent grafts were explanted, the physician cut across the cuff and proximal neck of endograft so that the suprarenal fixation remains in the patient. The physician said there could be there could be a distal extension left on the left side but that he removed everything he saw. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: nine endurant grafts were returned for analysis. Pli10 & pli20 not whole graft was returned, both grafts had been transactionally cut. Explant grafts were all decontaminated with hydrogen peroxide and sodium hypochlorite pending further device testing to support the final product analysis findings. A transectional cut on the distal end of pli20 was observed. There was no other damage to the grafts after a thorough examination. Analysis could not confirm endoleak. H.6 evaluation conclusion codes updates. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.